Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation.investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that during a transfer from a wheelchair to a bed, the left leg clip of the arjo sling became detached from the ceiling lift spreader bar. There was no serious injury, the resident sustained a muscle pain. The lift and sling were immediately reused after the incident without any further issues. Sling and lift were visually inspected and no deficiency was noted.

Manufacturer narrative:
A resident was being transferred from a wheelchair to a bed using a ceiling lift and passive clip sling system. The resident in the sling was holding on the spreader bar, and kept legs stretched and tight together. The care providers tilted the spreader bar backwards and lifted the resident's legs to distribute the pressure more evenly (the resident complained on experiencing a lot of tension during lifting). During the lift, a left leg clip detached from the spreader bar. There was no serious injury, the resident sustained a muscle pain. The caregiver supported the resident to the floor. The lift and sling were immediately reused after the incident without any further issues. Sling and lift were visually inspected and no deficiency was noted. Simulation and analysis conducted to this event, revealed that either the clip could have been pushed off by the resident's legs during lifting them up or clip may not have been properly secured and verified to be in place at the begriming of the lifting process. Simulation showed that when the person is lifted in the sling and person¿s legs are lifted the tension on the leg flap decreases, potentially allowing the clip to be pushed off and detach. It was also noted that the resident typically holds onto the spreader bar and keeps their legs tightly together, which, according to staff, makes it difficult to verify whether the clip is securely attached. Additionally, if the legs are held tightly, keeping the leg flap in place, the leg flap may appear to be in place, causing the lack of tension to go unnoticed. The care providers were unable to explain why lack of tension of the flap was not detected. The analysis conducted to this case, shows that the leg clip is likely to detach when there is no tension on it¿particularly during the initial stages of lifting, or when lowering and then lifting again. The clip can also be dislodged when a resident is moving their legs. Manufacturer instructions emphasize that all clips must be securely attached and under tension before and during lifting. Maxi sky 600 operating and product care instructions 001.14150.33.en rev.4 february 2006 state: - "before lifting the resident, make sure that all straps are attached to the spreader bar" (page 18) - "important: always check that the sling attachment clips are correctly attached and remain in tension as the weight of the resident is gradually taken up." (Page 30) passive clip slings instruction for use 04.sc.00-5enau (08/2019) state: - "to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process" (page10) to sum up, the clip was either not properly attached and verified to be in place and the straps were not monitored to ensure they were under tension as the weight of the person in the sling was gradually taken up. Even if the clip was in place, it could be accidentally dislodged by the person in the chair when moving their legs. With one clip not in place, some lifting may still occur, allowing the wheelchair to be pulled away. The system (lift and sling) functioned according to specifications; however, lack of clip verification to be in place or clip being pushed off by the legs contributed to the patient fall. The system played a role, sine the patient fell from the sling.